Event description:
It was reported that the okay button on the keypad was intermittently unresponsive; the button required multiple presses to elicit a response.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact but worn. The okay keypad button was intermittently responsive during testing. During investigation, all of the buttons do not always click and spring back. There was evidence of keypad adhesive found under all key contacts. Unrelated to this complaint, a dim screen was observed when the pump booted up for investigation.